Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, during consultation with the physician, he recommended the patient go to the ER due to an abscess suspicion and he gave a prescription for antibiotic ceforal 4 times a day. It was reported that there was an improvement at the peg site.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.